Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant check the pulse generator exhibited loss of capture and diagnostics anomaly. Attempts at reprogramming were attempted the issue still existed. The device was explanted and replaced on (B)(6) 2016 successfully. The patient was stable post procedure.